Manufacturer narrative:
(B)(4). Romain, b., story, f., meyer, n. Et al. Comparative study between biologic porcine dermal meshes: risk factors of postoperative morbidity and recurrence. Journal of wound care 2016; 25: 6.

Event description:
A retrospective analysis was performed of patients undergoing open incisional hernia repairs from january 2010 to may 2013 at (B)(6). The study included 39 patients, of which, 21 patients were implanted with permacol. This is event four of six..

Manufacturer narrative:
(B)(4). As no lot number or references were provided, a review of the device history record could not be performed. All process and test criteria were verified routinely by tissue science laboratories for compliance with the finished product specifications for all released lots. No sample or picture were provided for investigation. Without the sample a detailed investigation could not be performed. The reported seroma is a known potential complication of this type of surgery; this is a procedural related complication that is not normally attributed to any product/process deficiencies. The product instructions for use, which accompanies each device, states that potential adverse effects are those typically associated with surgical mesh materials and their implantation procedures including, but not limited to the following: wound or systemic infection, seroma, hematoma, dehiscence, diastasis, fistula formation, inflammation, discomfort or pain, induration, implant extrusion or migration, failure of integration, local necrosis, visceral adherence, recurrence and revision of the surgery. It should be noted that the product IFU which accompanies each device also states that use of this surgical implant in a contaminated or infected field may lead to a weakening or breakdown of the implant and advises to treat any existing or suspected infection according to accepted medical practice before implanting the device.